Event description:
The customer reported to olympus the evis exera lll gastrointestinal videoscope could not angulate as needed. The issue was found during preparation for use in an unidentified procedure. Inspection and testing of the returned device found foreign materials within the nozzle of the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found air was leaking from around the light lens and the light lens adhesive was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information regarding the cleaning of the subject device (refer to b5). A review of the device history record was unable to be performed as a result of the serial number not being available. The foreign material was unable to be identified. The investigation confirmed that the brown material adhered to the opening space at the nozzle. Based on the investigation, it is likely that rust was generated by medical agent or residual water which was not able to be removed at reprocessing. The investigation was unable to conclusively specify the root cause of the foreign material remaining in the nozzle. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained regarding this event. Prior to sending in the device to olympus, the subject device was cleaned, disinfected and sterilized. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes and/or sponges. The customer does not know if the air/water nozzle/channel was flushed with detergent solution. The customer used kaigen kd-1 washer.